Manufacturer narrative:
Initial.

Event description:
It was reported that the user could not hear the low glucose alarms on the ilet during a hypoglycemic event, and the user declined troubleshooting during the call; the reported device problem concerned low audible alarms, and the implicated component was the speaker/sounder. Symptoms included hyperglycemia reported in the record. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a known interferent was identified during review, while a device problem related to the audible alarm could not be excluded and involved the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude device problem.